Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on anastomosis of the rectum and the colon during a laparoscopic segmental colectomy, there was an incomplete staple line. They resected and re-stapled to fix the staple line and a new device had to be opened and repositioned in the rectum to ensure a secured anastomosis without leakage in order to complete the case. There was tissue damage and the surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two device. Visual inspection of the instruments under the microscope displayed nicks on the knife blades and damage to a staple guide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and staple guide may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on anastomosis of the rectum and the colon during a laparoscopic segmental colectomy, there was an incomplete staple line. They resected and re-stapled to fix the staple line and a new device had to be opened and repositioned in the rectum to ensure a secured anastomosis without leakage in order to complete the case. There was tissue damage and the surgical time was extended by 10 minutes due to the product problem.